Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting inappropriate mode switch episodes had been observed on the atrial lead during follow-up in 2012. No patient symptoms were reported. The lead was disabled at that time. The lead was capped during a device changeout procedure. A fracture was noted on the lead. Due to the patient's anatomy, a replacement lead could not be implanted.